Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; a-rubber is dirty; connecting tube, suction cover (s-cover), universal cord, and distal end cover (c-cover) have a scratch; due to a cut on forceps elevator coil (k-wire), forceps does not rise up at all; angulation is low; and adhesive around objective lens has a scratch. The user¿s complaint of elevator problem was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the elevator problem issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Information provided for reprocessing at the facility: the customer follows the instruction for use (IFU) steps for reprocessing the device. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator brushed is brushed. The forceps elevator is operated in the detergent solution and flushed appropriately as well. The distal end is brushed with the channel-opening brush or maj-1888. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Pre-cleaning is performed as per training provided to the facility by an olympus field service engineer (fse). Detergent is used for pre-cleaning. The endoscope channels are brushed during manual cleaning with a single use brush maj-1888 which is not re-used. Customer does not use an automatic endoscopy reprocessor (aer). After reprocessing, the device is dried and then stored in a storage cabinet. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device does not have any repair history. The foreign material was yellowish color, but it was not possible to identify the properties of the foreign material. The root cause of the event cannot be conclusively determined. However, it is likely that reprocessing steps recommended in IFU were not performed completely due to the forceps elevator not working as a result of breakage of the forceps elevator coil (k-wire). This may have resulted in the foreign material remaining at/around the forceps elevator.

Event description:
Addendum dec 21, 2022: there is no patient involvement as the elevator issue was found during reprocessing. The device was not used on any patient with the presence of foreign material. The start of pre-cleaning of the device was not delayed after the procedure. The device was pre-soaked.